Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the appendix was carefully delimited and mobilized with a hook. When the team was about to fire the device, the team had a discussion who will fire the device. When it was decided and when they pulled the stapler out of the port, the user got an open stapler that the reload was missing. It was reported that the reload was in the patient and the user increased 5 mm port to 12 mm port for the reload to be retrieved and was placed in a bag. No intestinal damage was noticed. The surgeon used another stapler to resolve the issue. The device was placed in a second bag. Both bags were taken out of the umbilical gate. Surgeon observed minor bleeding that has been stopped with a napkin. No further patient complication reported.